Event description:
It was reported that non sustained oversensing determined to be due to intermittent myopotential oversensing was observed on the implantable cardioverter defibrillator (ICD). Since there weren't many episodes, no changes were made. Recommendations were made in case of re-occurrence. Myopotentials are typically reproducible with heavy breathing and coughing, so they could try to replicate with low frequency attenuation (lfa) on and with lfa off to ensure no oversensing was occurring. The ICD was just going to continue being monitored. The patient was stable.